Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The target lesion was located in the densely calcified obtuse marginal artery. A non-bsc guide wire crossed the target lesion and was subsequently exchanged for a floppy rotawire guide wire. The 1.25mm rotablator rotalink plus burr catheter was then advanced over the wire and three ablations were performed successfully. To continue the procedure, the physician then attempted to advance the burr further into the lesion; however, the burr became stuck and the device stalled. Dynaglide mode was used in an attempt to with withdraw the burr, but this was not successful. Nitroglycerin was then injected intracoronary; however, the burr still did not release from the lesion. The physician then attempted to advance an unspecified guide wire and non-bsc balloon; however, there was not enough room for these additional devices. An unspecified guide catheter was advanced to the lesion. The burr was successfully withdrawn into this catheter and the entire system was then removed as a unit. The physician attempted to continue the procedure using another unspecified wire and an unspecified stent, but was not successful and the procedure was ended. No father patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).